Event description:
Caller states pt tested 5.2 inr and 3.1 inr on the coaguchek s system. Pt's coumadin dose was held based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.